Event description:
It was reported that the tubing of a clearlink continu-flo solution set leaked. This occurred during daily central line audits. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent manufacturing date (11) are unknown; therefore, the UDI number only will contain the device identifier (01). G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.